Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller¿s white power cable being damaged, along with damage that could have caused a lack of system monitor communication, were confirmed. A log file was extracted from the returned system controller (serial number (B)(6)) upon arrival. The log file contained data spanning approximately ~4 minutes ((B)(6)2023, 12:10 ¿ 12:14 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. Several communication-related fault flags were intermittently observed throughout the data. These fault flags did not trigger active alarms; however, communication with the system monitor may have been interrupted around these times. The returned system controller was observed to have a damaged white connector-side bend relief upon arrival. The controller was functionally tested, and the controller communicated with a test system monitor throughout all testing and operated a mock loop as intended, even when both power cables were heavily manipulated by hand. The controller¿s housing was opened and every conductor within both power cables was individually measured. The orange wire within the white power cable, which is responsible for the controller¿s ability to communicate to the system monitor, was observed to have been fatigued, and the fatigue appeared to have been unrelated to the damaged bend relief since manipulating the damaged area did not cause atypical events to occur. The root cause of the damage to the white cable¿s connector-side bend relief was unable to be conclusively determined. Although the lack of system monitor communication was not reproduced throughout testing, the communication issue could have occurred due to the wire fatigue observed within the white power cable¿s orange wire, consistent with the repetitive flexing of the cable over time. Incidental finding: dried fluid ingress within both power cables. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no communication could be established between the system controller and the system monitor. This was caused by the patient's white cable being damaged by the white connector. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.